Manufacturer narrative:
(B)(4). Implant migration due to resection of uncovertebral joints, with superior plate subsidence. The investigation found no evidence to indicate a device issue.

Event description:
Revision surgery to remove disc replacement device and apply fusion treatment.